Event description:
As reported by a healthcare professional, a patient developed two corneal ulcers in the pupil area (central axis) of the right eye. It was reported that the patient experienced discomfort the day after purchasing the lenses and visited the emergency room for pain and lack of vision in right eye. The patient was diagnosed with ulcers in the right eye in the pupil area. The patient was not admitted into the hospital. The patient was prescribed dexamethasone ophthalmic eye drops with dosing regimen of 2 drops every 6 hours and was instructed to discontinue lens wear for 48 hours. The event has not resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
Samples from known lot 10207922 and a sample from an unknown lot were returned for evaluation. The complaint samples from the known lot were found to meet manufacturing specifications. The opened sample from the unknown lot was found to not meet manufacturing specifications due to surface fractures in the optic zone. This sample was determined to be consistent with known lot 10207922. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The complaint samples were found to meet manufacturing specifications. All manufacturing lots have met in process and release product criteria prior to shipment. There were no non-conformities or deviations noted. The root cause could not be determined.

Event description:
Multiple attempts to obtain additional information have been unsuccessful; no further information is expected.